Manufacturer narrative:
(B)(4). The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: spain monitoring mitraclip implantation study, and translated abstract are attached. The additional adverse patient effects and malfunctions referenced in the attachment are filed under a separate medwatch report. (B)(4).

Event description:
This is filed to report the patient deaths. It was reported through a presentation during the spanish society of cardiology congress, that six patient deaths occurred at 30 days post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached abstract, titled spain monitoring mitraclip implantation study. Please see attachment for additional information.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history records (lhr) for could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. The reported patient effect of death, is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.